Event description:
As reported, approximately six years post initial right tha, this 61 year old female patient had a revision due to a g2/36 mm neutral gxl liner for early eccentric wear. Surgeon swapped the worn poly for a g2/36 mm neutral gxle and a ceramic 36 mm head with +3.5 sleeve option. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Concomitant medical products: cocr fem head 36 mm +0 offset 12/14 (cat# 142-36-00 / serial# (B)(4)), nv crown cup clstr hole 52 mm group 2 (cat# 180-01-52 / serial# (B)(4)), wedge plasma x/o sz 7 (cat# 188-01-07 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H3: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified, significant edge loading of the femoral head on the acetabular liner and combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential could have all contributed to the increased trend in wear/osteolysis related complaints). The most likely cause for the bone fracture could not be determined as adequate information was not provided to conduct a review. However, bone fracture is captured in the product labeling. The prosthesis wear was able to be confirmed from the explanted device.